Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during a replacement procedure performed on (B)(6) 2012, when the securi-t device was being removed from the patient, the internal bolster detached and fell inside the patient. The bolster was not removed from the patient, who had an esophageal hiatal hernia, which disallowed an endoscope to be inserted into the body. The physician believes the detached bolster would pass naturally. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the device revealed the c-clamp and medicine port to be closed. The feeding port was found to be closed. The external bolster was located at the 7 cm mark and was without issue. The internal bolster was found to be separated from the device and not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment most likely occurred due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the DHR for lot 14776427 revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot number 14776427.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during a replacement procedure performed on (B)(6) 2012, when the securi-t device was being removed from the patient, the internal bolster detached and fell inside the patient. The bolster was not removed from the patient, who had an esophageal hiatal hernia, which disallowed an endoscope to be inserted into the body. The physician believes the detached bolster would pass naturally. There were no patient complications reported as a result of this event.